Manufacturer narrative:
(B)(4).

Event description:
Complaint received reported as "during the nursing round, there is evidence of a central venous catheter leaking in abundant quantity, inside the film and impregnated in a gown, a cure is made, where there is still evidence of fluids supplied by the catheter, a review is made with the doctor on duty, where he decides to remove it, where there is evidence of a fracture towards the proximal lumen of the catheter, which is completely removed." No patient harm was reported. The patient's condition is reported as fine.

Event description:
Complaint received reported as "during the nursing round, there is evidence of a central venous catheter leaking in abundant quantity, inside the film and impregnated in a gown, a cure is made, where there is still evidence of fluids supplied by the catheter, a review is made with the doctor on duty, where he decides to remove it, where there is evidence of a fracture towards the proximal lumen of the catheter, which is completely removed." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.